Event description:
It was reported that the cement hardened after only 4 min. So, the surgeon used spare cement. Spare cement also hardened quickly(after only 6 min). Acm was used for both times. The temp of the op room was 23 deg. Storage temp of acm and cement was not specified. But, the storage environment was air- conditioned. Antibiotic was mixed. No other substances which effect to the setting time were not mixed into the cement. Both cement were mixed for 2min. All monomer and polymer were mixed. No more information will be provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Discarded.

Manufacturer narrative:
Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review determined that there were no similar events reported for the referenced lot. A visual inspection and functional testing was completed on the three retained samples tested from lot code jfu020. The results were satisfactory and within specification. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jfu020 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time .if additional information becomes available this investigation will be reopened.

Event description:
It was reported that the cement hardened after only 4 min. So, the surgeon used spare cement. Spare cement also hardened quickly(after only 6 min). Acm was used for both times. The temp of the op room was 23. Storage temp of acm and cement was not specified. But, the storage environment was air- conditioned. Antibiotic was mixed. No other substances which effect to the setting time were not mixed into the cement. Both cement were mixed for 2min. All monomer and polymer were mixed. No more information will be provided.